Event description:
(B)(4). Had the essure device implanted in (B)(6) 2009. Note: since menstruation began, I had always had very regular periods, always lasting between 4-6 days. In (B)(6), I began having very heavy periods lasting weeks. I would go through tampons and pads in a matter of minutes. I had multiple dr. Appts to address the bleeding, was put on multiple medications to lessen the bleeding, and at multiple ER visits as a result of the bleeding (and after I lost consciousness). After approx 4 months, bleeding became more "normal" in that my periods were only lasting 7-10 days (still long for me), but they were still very very heavy, with a lot of large clots. During this time, I also developed pelvic and abdominal pain, but doctors never found a cause. This occurred for years. In (B)(6) 2013, I had terrible pain in my lower abdominal and pelvic region. I ended up going to the ER, where it was found that I had a large ovarian cyst... Again, something that I had never had in the past. The past year, I have had increasing fatigue, and have been working with my primary care doctor to treat. I am a completely different person. Where before I had energy to play with my kids, go on hikes, stay up late talking with friends, I now come home from work and lay in bed for the rest of the night. I cannot participate in the physical activities like I did previously. I've had many tests and some procedures done to try to help with my exhaustion, but nothing has worked. To this day, I still get cysts, and every few months get pain in my ovaries and uterus... Pain so bad that is debilitating. Currently, I have now missed 3 periods, but have negative home pregnancy test. As someone who has always had very mild periods with very to little no pain or discomfort, to what I've experienced the last 5 years (since essure was implanted), I can only attribute these changes to the device.